Event description:
It was reported that following a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event could not be confirmed as the device was not available for evaluation. Device was disposed of.

Event description:
It was reported that following a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not received yet for analysis.